Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The was positioned and the physician then deployed a 27mm closure device in the laa of the patient. At this time a thrombus was noted to be on the core wire of this device. The physician attempted to aspirate the thrombus while the release criteria was checked. The device did not meet release criteria so it was fully recaptured under a maintained negative pressure. The thrombus was noted on the core wire still after the device was removed from the patient. The procedure was continued using a 31mm closure device. This device was successfully implanted in the laa of the patient. After the device was released it was noted that there was a thrombus on the tip of the limbus. An attempt was made to re-cross the septum with the was to try to aspirate the thrombus, but the physician was unsuccessful in doing this. After some discussion the decision was made to leave the device and thrombus due to the risk of embolization. There were no other patient complications that were reported to have occurred. The patient did well following these events and has since been discharged from the hospital.